Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 420 mg/dl at the time of the incident and was treated with insulin pump and manual injection. The customer¿s current blood glucose was 293 mg/dl. The customer¿s blood glucose at the end of the call was 74 mg/dl. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not calling back to perform a high pressure test. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The customer does not allege that the insulin pump was under delivering. The customer had high blood glucose even after changing the infusion set. The customer reported that the bolus history displays all bolus entries based on their recollection. The customer was able to perform high pressure test at this time and the insulin pump passed. The customer had more than 400 mg/dl before changing the infusion set system. The insulin pump will not be returned for analysis.